Event description:
Event description cpi received information that a patient with a bipolar endocardial tined lead (0010) has received multiple shocks, and the physician says the lead (0010) is broken. The physician will remove the (0010) and in six months they will replace it with another lead.